Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown alarm resulting in an attempted controller exchange on the system controller (serial number (B)(6)) was unable to be confirmed through this analysis. Relevant data was reviewed. No notable events were recorded in the event log files, and no event log data was captured from 08jan2026 as new events had overwritten the data per design. The periodic pump log data recorded from the time of the reported event captured evidence of a pump off event, consistent with the report of the patient¿s driveline being disconnected during the attempted system controller exchange. The exact timing and duration of the pump off event was unable to be confirmed through the periodic data. The pump otherwise operated as intended within the expected speed range throughout the data. The root cause of the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), and the actions to take if the issue does not resolve. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient a had a cardiac arrest while doing a system controller exchange at home around 2220. The patient felt the need to troubleshoot the controller due to "messages" and thus was sitting up on the edge of the bed. The patient was then seen attempting to change the controller but subsequently had a syncopal event described as sudden unresponsiveness, cessation of respiration, cyanosis with frothy oral secretions prior to falling onto the bed. The controller was detached at the time of the event. The spouse alerted their child for assistance who initially started cardiopulmonary resuscitation (CPR) for roughly 4 minutes and reattached the controller prior to resuming CPR on the advice of 911. The length of the time of CPR was unclear. The spouse reported not hearing any alarms until after the controller was disconnected. The patient eventually started making spontaneous respiratory effort upon arrival of the emergency medical services. The patient was intubated and sedated in the intensive care unit (ICU) and was unable to be requested for more information regarding what messages was seen on the controller. The concern was that there was no message of a disconnect. It was unclear for certain if the controller was switched or was reattached to the initial primary controller. The events for both controller were checked and neither report a driveline disconnect or any other alarms/advisories. However, the controller the patient was currently attached was not able to go far back enough to the time of the initial incident. Therefore, log files from both controllers were collected. The log file from the controller log file contained no unusual events.